Manufacturer narrative:
The lens was returned dry, in small vial. Visual inspection found no visible damage to the lens. Patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, diopter -5.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. The next day, the patient began to experience low vault. The lens remains implanted.

Manufacturer narrative:
Updated information: on (B)(6) 2017, the lens was exchanged for a longer lens due to low vault. Problem was resolved. (B)(4).